Event description:
It was reported that the customer's insulin pump may not be delivering the insulin properly. It was stated that the device has a strange noise during the rewind and bolus deliveries. The caller stated that she is not comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.